Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
It was reported that prosthesis was removed because it was loose. Implant came out with the prosthesis.

Manufacturer narrative:
Zimmer biomet (B)(4) one full osseotite® tapered certain® implant (ifnt485), one unknown biomet abutment and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products, identified that the screw drive feature was damaged/rounded and the abutment was worn out /modified. Additionally, the devices were engaged. Functional testing was performed to disengage the devices. They were determined to be stuck together. Pre-existing conditions note,d on the per was low bone density type iii. The products were intended for tooth (B)(6). Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions. It is stated, that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR could not be reviewed for the unknown biomet screw and abutment, since the lot/item number was unknown. Zimmer biomet quality. Management system (qms), has controls in place to ensure the distribution of conforming products. Complaint history review: complaint history could not be reviewed, for the unknown biomet screw and abutment. Post market trending review: october post market trending was reviewed. And there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information device malfunction did occur. However, the reported event could not be verified, as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.